Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the thickness of the graft was not consistent. The unit was disassembled and cleaned, the thickness adjustment was checked and adjusted, and the spring seal and needle bearing were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device produced a graft with inappropriate thickness. There was no harm or delay reported and no additional graft was required from the patient. No adverse events were reported as a result of this malfunction.